Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they replaced the axiem power cord. A system checkout was performed and the system is working as intended. The axiem power cord was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the cable jacket was damaged at the lemo connector exposing the shield wire but no bare conductors. The cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the y-cable was damaged and needed to be replaced. No patient was present at the time of the event.